Event description:
Engineering triggered an investigation based upon a review of field failures. These failures involved a partial blank out of a device lcd display. This could result in an inability to perform pt monitoring.